Event description:
It was reported that the customer had a battery outlimit alarm, failed battery test and weak battery alarm on the insulin pump. The customer's blood glucose level was 139 mg/dl. The customer stated that she replaced batteries and it alarm during normal use. The customer was advised that the battery out alarm during normal use may indicate a loose battery cap. The patient was advised to use (B)(4) aaa alkaline battery for effective use of insulin pump. The troubleshooting was performed. The patient was advise that we will ship battery cap and monitor the insulin pump. The customer was advised to call back to troubleshoot for new battery. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.